Event description:
It was reported that blood leaked from the bd saf-t-intima¿ IV catheter safety system y-port during use, and the needle was difficult to disengage and did so "paralleled". The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2019, during penetration, it¿s noticed that blood leakage at the end of y-port nurse confirmed that needle was disengaged paralleled the incident result in re-penetration on patient".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8025670. The review did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. As a sample was unavailable for this incident, a thorough sample investigation could not be completed. Based on the limited investigation results, a cause for this incident could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd saf-t-intima¿ IV catheter safety system y-port during use, and the needle was difficult to disengage and did so "paralleled". The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2019, during penetration, it¿s noticed that blood leakage at the end of y-port nurse confirmed that needle was disengaged paralleled the incident result in re-penetration on patient."